Event description:
Report received of a nondelivery of heparin due to power failure while operating on battery. The pump was programmed to deliver 25,000 units of heparin in 250ml of d5w at a rate of 10ml/hr. The solution was hung at 4:00pm and the pump was operating on battery power. Reportedly, at 6:00pm, the pump was noted to be off and not infusing. It is unknown if the pump alarmed. The patient's doctor was notified and an activated partial thromboplastin time (aptt) was ordered. The pump was replaced and the heparin was resumed. The patient did not experience any adverse effects. Though requested, there was no further information available.